Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a critical pump error and a red x on the display. Blood glucose level earlier in the day of the call was 128 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and unable to download due to corrosion on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error (open book image) alarm. Corrosion was also found on the motor and the force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window.